Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: the following blocks were updated based on additional information received. A3a, b5, d4, d6a, e1, e2, e3, h6 (device codes). Block b5 was updated based on additional information.

Event description:
It was reported that during a spaceoar placement, an intraprostatic injection occurred. No patient complications were reported as a result of this event. Additional information. It was reported that the spaceoar vue was placed on (B)(6) 2024, under local anesthesia. The procedure was successful, with four fiducial markers placed prior to the injection, and the correct placement of the hydrogel was confirmed via ultrasound. However, a device deficiency was discovered later, which was reported as "gel misplacement in vascular location". The treatment planning review revealed that the injection was asymmetric, with more hydrogel placed on the left side than the right, and that the hydrogel was injected intraprostatically. Additional information. It was clarified that the misplacement was in a non-vascular location.

Manufacturer narrative:
D4 and h4: the complainant was unable to report the lot number. Therefore, the manufacture date and expiration date are unknown. H6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. H11: the following blocks were updated based on additional information received. A3a, b5, d4, d6a, e1, e2, e3, h6 (device codes).

Event description:
It was reported that during a spaceoar placement, an intraprostatic injection occurred. No patient complications were reported as a result of this event. Additional information. It was reported that the spaceoar vue was placed on (B)(6) 2024, under local anesthesia. The procedure was successful, with four fiducial markers placed prior to the injection, and the correct placement of the hydrogel was confirmed via ultrasound. However, a device deficiency was discovered later, which was reported as "gel misplacement in vascular location". The treatment planning review revealed that the injection was asymmetric, with more hydrogel placed on the left side than the right, and that the hydrogel was injected intraprostatically.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 01/31/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that during a spaceoar placement, an intraprostatic injection occurred. No patient complications were reported as a result of this event.